Event description:
It was reported that the patient presented to the hospital after receiving a shock. Interrogation showed the device was in backup status. Further review of episodes showed multiple charges which likely depleted the battery. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Upon receipt, the device was found to be in backup pacing with hv therapy enabled. The cause of the backup mode was two consecutive resets due to excessive hv charging. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomaly was found.